Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized due to other indications. The patient was treated with vancomycin injection (1g, stat, intraperitoneal, discontinued within 1 day) and amikacin injection (100mg, stat, intraperitoneal, discontinued within 1 day). One day after peritonitis diagnosis, the patient was treated with ceftazidime injection (500mg, three times a day, intraperitoneal, ongoing). At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.